Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a laparoscopic band conversion to sleeve procedure that on the third firing that on the first pulse they heard an irregular sound they continued to fire. When the device was removed it was noticed that no staples were deployed on the patient side so the surgeon over sewed it. Another like device was used to complete the procedure. There were no adverse consequences for the patient.